Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal. Dexcom has issued an rga for patient to return her device to be investigated.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The root cause was determined to be a defective transmitter.